Event description:
Customer reported via phone call to have high and low blood glucose. Customer's blood glucose was 40 mg/dl. Customer disconnected the call. No troubleshooting was done. Customer will not be returning the device for analysis.